Event description:
It was reported that the needle did not retract with a bd insyte¿ autoguard¿ pnk 20ga x 1.16in. The following information was provided by the initial reporter:. Material no: 381434 batch no: unknown. It was reported that "during the IV the needle didn't extract" ¿in our safety huddle last week the e.r reported that cath in 20gax1.16 ¿during the IV the needle didn¿t extract¿.

Manufacturer narrative:
H.6. Investigation: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. DHR could not be performed due to unknown lot#. Root cause could not be determined.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle did not retract with a bd insyte autoguard pnk 20ga x 1.16in. The following information was provided by the initial reporter:. Material no: 381434, batch no: unknown. It was reported that "during the IV the needle didn't extract". ¿in our safety huddle last week the e.r reported that cath in 20gax1.16 ¿during the IV the needle didn¿t extract¿.